Event description:
The facility had received the device in a cardboard box which was not damaged; however, the device box inside was damaged and smashed -indicating that it was shipped from the MFR in that condition.